Event description:
The technician reported the brakes set but will not hold on the left foot brake caster. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the left foot brake caster is worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on this bed. The technician replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.